Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There was no motor error alarms noted. However, the device was unable to prime during prime test due to fault force sensor resistor. The device was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. The device was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of motor error alarm and a no delivery alarm. The customer's blood glucose at the time of incident was 248mg/dl. Customer was advised to discontinue use of pump, and that the pump would be replaced. The device is being returned for analysis and replaced.